Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: deformation, crease fold and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported left side "contracture baker grade 4. Pain. Hardness." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "contracture baker grade 4. Pain. Hardness." The device has been explanted.